Event description:
The customer reported discrepant troponin I (access accutni) results, for one patient, involving the unicel dxc 600i synchron access clinical system utilized in conjunction with the access accutni assay and calibrator. The sample produced an initial result of 0.29 ng/ml. A second sample from the patient produced a result of 0.01 ng/m, on the same analyzer. Both results were released out of the laboratory and questioned by the physician. The physician requested the sample be reanalyzed. Reanalysis of the patient¿s first sample, on the same instrument, produced a lower result of 0.00 ng/ml. The same sample was also analyzed on an alternate stand-alone access system and produced a value of 0.01 ng/ml, also within the normal reference range. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s samples were collected in 13x100 mm plasma tubes and stored between 2-10 ºc. The samples were less than 24 hours prior to analysis. Quality control (qc) is performed once daily and no issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed high sensitivity system check and it failed. The fse replaced the incubator belt, vessel holders, mixer pulleys, mixer belt, and mixer rollers. The fse replaced the vertical wash carousel bearings, peristaltic pump tubing, wash carousel valve and wash tower vacuum valve. The fse replaced the incubator belt bearings and performed instrument alignments. High sensitivity system checks and controls passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).